Event description:
Patient reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the posterior side assessed as fold flaw opening and one opening on the anterior side assessed as smooth opening. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ yellow particles observed on the device. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported right side deflation. Healthcare professional reported right side "hole in radius (edge)" via rga. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted and replaced.